Event description:
A customer reported that the insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units, even though the pump no longer exhibited this issue. The actual fill estimate displayed on the pump was zero, while the customer expected at least 200 units. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer loaded a new cartridge and was advised by technical support to call back for troubleshooting if the issue recurred.